Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital on (B)(6) 2021. The customer was hospitalized on (B)(6) 2021 due to diabetic ketoacidosis. The cause of death was diabetic ketoacidosis, heart failure, heart attacked irregular heartbeat. The caller stated that the customer had heart issues that may have led to the customer's passing. The customer¿s blood glucose was 1000 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. Insulin pump worn at the time of death. The customer was not using sensors. It is unknown if the caller will return the insulin pump for analysis. Frn-unk-rsvr, unomed set.